Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a bent infusion set cannula. Blood glucose level was in the 500's mg/dl range. The customer declined providing additional information regarding this event.